Event description:
It was reported that the catheter became stuck in the pulmonary vein during an atrial fibrillation ablation procedure, while mapping in the right sided veins. Surgery had to be performed to remove the catheter. The catheter was successfully removed without damage to the vessel or to the heart muscle. The patient fully recovered, and the prognosis for the patient was excellent.

Manufacturer narrative:
Investigation of the returned product is in progress. This report will be updated upon completion of the investigation.